Manufacturer narrative:
As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction paths. Examination did not find any anomalies. Dimensional analysis of the connector was within product specification. The lead could be fully inserted into the test device as well as into the test connector sleeve.

Event description:
It was reported that during initial implant procedure, loss of capture and high pacing impedance was noted on the left ventricular (lv) lead reported as resulting in a prolonged surgical procedure. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.